Manufacturer narrative:
At the completion of the investigation, based on the information provided, the clinical evaluation was not able to confirm the reported event. The clinical evaluation additionally identified a potential contributing factor to the reported event as the severe calcification in the aortic neck. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not available for further evaluation. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated and an infrarenal aortic extension. Subsequently, routine follow up computed tomography revealed a leak in the graft at the level of the bifurcation. However, a follow up is needed to determine if it is a type ii or a type iiib endoleak. The patient is in good condition.